Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation stryker observed that the device failed to recognize defibrillation electrodes. In this state the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Due to character limitations section e1, initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6). Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.  Though stryker requested some patient information, stryker will not request any information which can identify, directly or indirectly, a person to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council. A stryker service representative performed an initial evaluation of the customer¿s device and was not able to duplicate the reported issue. A stryker customer quality engineer reviewed electronic device records and was able to verify that the device did not identify any ECG rhythms and had a continuous ¿leads off¿ message. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. A cause of the reported issue could not be determined.